Event description:
It was reported to philips that the device failed the defib test during the op check. There was a no power on message. The customer tried a new therapy cable and test load and the issue remained. There was no reported patient involvement.